Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would cut but only partially stapled. The site used another device to complete the case. There was no pt consequence.